Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functional testing) has been confirmed. Upon investigation the electrode belt had excessive physical damage. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging all the wires in the cable. In addition, the cable connecting ECG "c" and "d" was pulled from the strain relief, damaging all the wires in the cable. Lastly, the trunk cable connectors j703 and j704 on the distribution node pca were broken off of the pca. The root cause for the strained cables and damaged connectors was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.